Event description:
Guidant received information that this transvenous pacing lead dislodged. During the lead revision procedure it was reported that difficulty was exhibited which attempting to tighten the setscrews on this implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
The lead was successfully repositioned and the setscrews were able to be properly tightened with the use of an allen wrench. The device and lead remain in service without adverse effect to the patient. No additional information is available at this time. If additional information becomes available, the event will be reopened.